Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to possible paroxysmal atrial tachycardia (pat) and low amplitude was also observed. Programming options were recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.